Event description:
During a proactive outreach to the physician, (B)(6) was notified that during surgery on wednesday ((B)(6) 2025), the pvasc 6.0x44 expandable tip detached from the pusher wire and the expandable tip could not be removed. The pusher wire was removed and discarded. Upon follow-up, the following information was provided by the physician: - the procedure involved a chronic iliac occlusion. - a 2.7 headhunter was used though a bolt 6 to deploy the pvasc device. - once engaged with the chronic clot, an attempt was made to withdraw the pvasc device into the penumbra bolt 6 catheter by a non-physician while the physician was not supervising them. - the product detached and the physician tacked it with a stent. The physician mentioned that he planned to place a stent in the vessel anyway. - the pvasc wire was disposed.